Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold lite vaginal support system, there was excessive bleeding, which increased when a mesh leg assembly was pulled through the ligament. The physician attributed the bleed to an aberrant vessel deep in the pelvis, and felt confident as to his placement on the ligament. The physician stopped the bleeding with floseal and packed the patient, completing the procedure with this uphold lite device. The patient, who is over 18 years of age, received a blood transfusion and recovered completely with no additional complications.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.